Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd end treatment. The patient reported receiving an air detected in cassette warning alarm during dwell 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant "investigation" plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indication of dried fluid within the cassette compartment. There was dried fluid behind the pump a mushroom head. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was initiated and completed without failures. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indication of dried fluid within the cassette compartment. There was dried fluid behind the pump a mushroom head. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was initiated and completed without failures. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd end treatment. The patient reported receiving an air detected in cassette warning alarm during dwell 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd end treatment. The patient reported receiving an air detected in cassette warning alarm during dwell 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.